Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead b found all internal wires broken on the stimulation end of the lead at contacts/channel 8. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. It was stated that before the replacement, with a radiological check it was assessed that the electrode had become displaced.

Event description:
Manufacturer report number 3006705815-2023-01831. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.